Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high as 217 mg/dl. The customer treated high blood glucose with the bolus through insulin pump and needle and syringe. The customer was neither in emergency room nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. The customer was also reported that insulin pump also received no delivery alarm. The insulin pump will be returned for analysis.